Event description:
It was reported that the colonic ftrd was used for the treatment of an adenoma in the appendix area. Due to a large amount of tissue in the cap, the view of the white application ring was restricted and the successful clip application was therefore not verified before tissue resection. The resulting perforation was closed with clips within the same procedure. The patient stayed in ICU overnight and recovered well.

Manufacturer narrative:
The device in question was returned for technical analysis. Upon arrival the clip was slightly advanced on one side of the cap. During technical analysis, the clip could be applied without any problems. Both the cap and the clip were within the product specifications. No indications of a product malfunction could be detected. Due to the location of the treatment it cannot be ruled out, that high counter-pressure was applied on the clip resulting in a more difficult clip application. It was reported that the view of the application ring was limited due to the large amount of tissue in the cap. It is the responsibility of the user to verify successful clip application prior to tissue resection. As stated in the instruction of use, the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. If the clip application is not verified prior to tissue resection, a perforation can occur. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2021.